Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for change out due to normal eri. During the pre-operation check the device exhibited an elective replacement alert. After the device was explanted and replaced backup vvi mode was noted.